Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was poor barrier separation of sample. The following information was provided by the initial reporter: customer states gel did not properly separate.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was poor barrier separation of sample. The following information was provided by the initial reporter: customer states gel did not properly separate.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected for gel issues or additive issues. One tube out of 30 had a gel air bubble. No other issues were identified. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. This complaint has been confirmed for gel air bubbles based on the retention sample inspection. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.